Manufacturer narrative:
During service performed at zoll on (B)(6) 2021, the loaner autopulse platform (B)(4)failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message. To remedy the issue, the driveshaft was rotated back to the home position. The root cause for the (ua) 45 error message was due to the driveshaft not being at home position. During further testing, the autopulse platform failed brake gap inspection. The brake seized up and the gap could not be adjusted. The potential root cause is due to a defective drivetrain motor, likely due to the defective component. The drivetrain motor was replaced to remedy the issue. Upon visual inspection, no physical damage was observed. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
During service performed at zoll on (B)(6) 2021, the loaner autopulse platform (B)(4) failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart), and the platform failed the brake gap inspection. No patient involvement.